Event description:
8 incidents of blood leaks with CT 190g dialyzers. Two leaks occurred at the onset of treatment, four in the middle of treatment and two at the end of treatment. The dialyzers ranged in reuses from 3 to 24. Treatment was stopped and restarted with new disposables and continued without incident, except with two incidents that occurred at the end of treatment. The tmp's ranged from 64-132. The estimated blood loss was less than 200cc per incident. Nurse manager reported that there were no hospitalizations or medical interventions associated with these incidents.